Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer reports when they opened the catheter and attempted to flush catheter prior to inserting it into the patient they noticed that the venous side of the catheter did not have a side slot and fluid could not leave the lumen.

Manufacturer narrative:
A device history record (DHR) review was performed and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. A sample was received for analysis and investigation. It consisted of one single coral catheter which came inside a plastic bag. The sample was manipulated because the catheter was returned outside of the original package. Visual inspection was performed. It was observed that the catheter did not have the side hole in the tip on the venous lumen. The potential causes for this event were identified. The reported condition has been confirmed. Based on all gathered information, the most probable root cause for this event can be considered as method related. It is considered that there was an incorrect laser tipping execution, since the evidence indicates that the catheter was received by the customer with no sidehole on the venous lumen. According to the investigation findings and based on the sample evidence it was determined that the most probable cause could be related to manufacturing process; therefore a corrective and preventative action (CAPA) was opened to further investigate this issue. The definitive root cause was determined through this CAPA investigation showing that the root cause for this event is related to how and when to remove the material from laser cut equipment bins. It does not specify the proper moment to take out the material from the bins and perform re-inspection at the end of the production lot to avoid incorrect placement of rework material in the acceptable tray. Also, as a contributing factor there was not in placed the current 100% visual inspection after laser cut during the manufacturing of the lot. The procedure was not clear or specific about the inspection of missing holes. No complaint triggers or trends were identified. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with a dialysis catheter. The customer reports when they opened the catheter and attempted to flush catheter prior to inserting it into the patient they noticed that the venous side of the catheter did not have a side slot and fluid could not leave the lumen.